Event description:
A customer reported a potential false negative result for one patient sample with the vitros immunodiagnostic products anti-hbc assay. The sample was positive when tested with two other methods. A false negative result may lead to inappropriate physician action. There was no report of patient harm as a result of this event.